Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy , before the clip was placed in the area where ligation was required , the clip was released automatically and could not be used. The applier and clip was replaced to complete the case. There was no patient injury.